Event description:
It was reported the patient was symptomatic when they started their bushhog with a diesel motor. The patient's blood pressure was low. Electromagnetic interference was a possible cause. Follow up information revealed that the patient was seen two months after the call and the device was functioning appropriately. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the patient was symptomatic when they started their (B)(4) with a (B)(4) motor. The patient's blood pressure was low. Electromagnetic interference was a possible cause. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.